Manufacturer narrative:
(B)(4). Investigation results a fully deployed ultraflex¿ tracheobronchial stent was returned for analysis. Visual evaluation found the shaft has multiple kinks near the distal end of the device. No other issues were noted with the device. There is no evidence that the device failed to meet specification. The damage noted with the device was consistent with the application of excessive force to the delivery system. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the event, the most probable root cause classification for the reported failure is operational context.

Event description:
This manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-01749 and # 3005099803-2016-01750 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2016 that two ultraflex tracheobronchial stents were used to treat a 4 cm stenosis in the left main stem bronchus due to lung cancer during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the physician attempted to deploy an ultraflex tracheobronchial stent (the subject to MFR report # 3005099803-2016-01749) but the catheter bowed and the stent deployment suture would not release. The physician removed the partially deployed stent and delivery system from the patient. The physician attempted to deploy a second ultraflex tracheobronchial stent (the subject of this report); however, the same event occurred and the stent and delivery system were removed from the patient. A different device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.